Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: (date of customer passing: november 20 2018.) There is no data available due to the unit did not have a battery installed when received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer passed away at home on (B)(6) 2018 due to diabetes and kidney problems. The customer¿s blood glucose was unknown at the time of death, but caller reported that it had gone down as low as 25 mg/dl in the past, but was not sure of the readings at the time of death. The customer was not wearing the insulin pump at the time of death, but it was removed that day. The customer was not using sensors. Caller declined uploading pump into carelink. Caller agreed to return products and it¿s expected to return for failure analysis.